Event description:
Patient fell backwards landing on the floor during transfer from bed to wheelchair. Cna assisting her siad the wheelchair moved backwards, patient lost her balance.brakes were set; (r) brake filed. After the event, brake was agin engaged, tested and faileddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.